Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of the medical event is unknown. Additionally: the date of manufacture of the adc meter with serial number: (B)(4) is 8/30/2010.

Event description:
Customer reported receiving a reading of 390 mg/dl on his adc blood glucose meter, which was compared to his other adc blood glucose meter reading of "hi" (a reading greater than 500 mg/dl). Customer was unable to report when the readings were obtained. He further reported experiencing grinding his teeth (resulting in broken teeth), a loss of consciousness and a coma. Paramedics were called, received a reading on their unknown brand of meter of 30 mg/dl and treated the customer on the scene with glucose via intravenous infusion. Customer was transported to a local heath care facility where he was diagnosed with hypoglycemia and treated with additional intravenous fluids and unspecified oral medications, which were a change to his normal medications. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Meters (B)(4) were returned and investigated. The customer complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing of both meters. Additionally, requested test strips were not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed.